Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The defect has been verified and repaired. The following repair activities were performed service & repair functions. Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety, and vapr vue repair record. The unit was evaluated upon its return; and the top plate was replaced because it was heavily scratched. Minor scratches on rest of unit, no repairs required. The missing dust cover was replaced. The customer's complaint of intermittent connection was confirmed and the 8 way socket assy was replaced to address the issue. The unit was upgraded to be arc detect compatible and the unit's software was updated to the latest revision as per the service manual. During testing, the unit tested consistently high on section 10.3.7 of the repair record. The ID board was replaced to address the issue. Following repair; the unit passes all functional and diagnostic testing, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure of the shoulder, it was observed that the hand piece cord on the vapr vue generator device would not fit snugly in the port. According to the reporter, the hand piece would only work when the plug was held in place. Device. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.